Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d4, d8, h3, h4, h6, and h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to cut on insertion pipe, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the wire on the bending section of the cysto-nephro videoscope was exposed due to a cut in the seam. The issue was discovered during reprocessing, with no patient involvement reported.